Manufacturer narrative:
Batch review performed on 13 july 2023. Lot 2201973: (B)(4) items manufactured and released on 04-may-2022. Expiration date: 2027-apr-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Other device involved: liner: mpact 01.32.3648hct flat pe hc liner ø36/f (k103721) lot 2202301:(B)(4) items manufactured and released on 24-mar-2022. Expiration date: 2027-mar-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient came in reporting pain due to a dislocation of the head from the liner and the cause is unknown. About 10 months after the primary surgery, the surgeon revised the head and liner. The surgery was completed successfully.